Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review showed the stapler instrument was installed on the system 5 times and fired 5 blue reloads. There were no incomplete clamps or unclamps by this instrument. On installs 1 and 3, the firings were completed with 1 pause for compression. On installs 2, 4 and 5, the firings were completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs.

Event description:
It was reported that after a da vinci-assisted nissen fundoplication and sleeve gastrectomy, the patient underwent a reoperation due to peritonitis. During the laparoscopic reoperation, the surgeon noted a detachment of the stomach at the estimated second or third staple line, and the stomach was repaired with a stapler by making a new staple line.

Manufacturer narrative:
Updated: a2, a4, b7, h6, h10. During the initial da vinci-assisted procedure, the surgeon used a blue reload to create the staple line that dehisced post-operatively. The surgeon did not encounter any hard object while performing this stapler fire. This stapler fire did not involve tissue tension or bunching, a partial fire, tissue being pushed, the stapler jaws opening, or staples being deployed unexpectedly. The reload did not have an exposed blade and did not become stuck on tissue. No errors were received during this stapler fire. The stapler instrument and reload involved with this event were both discarded. The da vinci-assisted procedure was converted to traditional laparoscopic surgery. No additional ports were created, nor were ports enlarged due to the convert to laparoscopic surgery. There are no images or videos of this event. Post-operatively, the patient began to experience issues on (B)(6) 2025. A computed tomography (CT) scan was performed on the patient on (B)(6) 2025 which showed peritonitis due to a suture dehiscence. A valve resection was performed on (B)(6) 2025 to close the dehiscence. The patient did not receive blood products. The surgeon said they were surprised that this particular location had dehisced and questioned if this event could have been caused by a stapling issue. The surgeon was hospitalized longer than planned; the patient was hospitalized for a total of 35 days. The patient was discharged home. The fistula has not healed, and the patient is under parenteral nutrition.

Event description:
Refer to h11 for follow-up information.